Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter had missing segments or a display issue. It is not known when the display issue started and if the pt was unable to test with the meter. When powering the meter on, the pt described the display as turning blue and then grey. After that, the display would show "like half of the numbers." On an unspecified date, the pt developed symptoms of appearing "pale white" and having a "clay color." He was also "out of it" and "not coherent." The paramedics were contacted around 8:00 am. The paramedics tested the pt's blood glucose using an unidentified device and got a result of "32 mg/dl." The pt was treated with IV glucose. It would have been helpful to know the following info: the duration of the reported issue, the pt's testing frequency, her medication regimen, and if the pt made any changes to the regimen because of the meter issue. In addition, it would have been helpful to know if the pt was hospitalized, when the symptoms developed, and when the meter issue actually started. This complaint is being reported due to the following conclusions: the pt alleges he was unable to test with the reported meter and at some time developed symptoms suggestive of low blood glucose, obtained a result of "32 mg/dl" from the paramedics, and rec'd treatment for hypoglycemia. It is not clear if the meter issue began prior to the hypoglycemic event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.